Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The date the patient experience peritonitis is unknown. A review of all batch record documents was performed on potentially associated lot numbers h13c29024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot numbers h13b06081 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from this peritonitis event.